Event description:
During application of a pc. C.p system the doctor attempted to insert the first neck screw but lost the desired angle and inserted the screw through the calcar. In order to correct the problem the doctor had to back the screw out and reposition it again. The doctor was able to complete the surgery without any other problems and the pt was released from the hosp the next day. The pt experienced some pain after the surgery but was able to walk (weight bearing) and do their exercise. Approx six weeks after the surgery the pt called the doctor's office to report the pain in their hip. The pt came back to the doctor's office the next day and the doctor noticied through x-rays three broken shaft screws. Another surgery was scheduled and the pt was brought in the or where the doctor re-reduced the treatment site and inserted another three screws at a different angle. The doctor was able to remove the top part (heads) of the broken screws but the threaded shafts of each broken screw remained in situ.